Event description:
The customer reported that an x-ray overtime error code displayed on the system.

Manufacturer narrative:
(B) (4). The ge service rep found that the problem involved the battery pack and was not allowing high level exposures.